Event description:
Event description cpi received information that during an attempted implant procedure, the implantable cardioverter defibrillator (ICD) exhibited a fault code that indicated the power supply voltage could not be measured. The ICD was abondoned and another ICD was implanted. The sales representative at the event expressed concern that the warning code covered up the programmer display screen forcing her to use an external monitor to see the patients arrhythmia status.